Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver's charging cable was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and it failed. The usb cable was found to be defective. The usb cable load test was performed and it failed. The complaint was confirmed for device overheating due to defective usb cable . The root cause was determined to be defective usb cable.